Event description:
It was reported that the patient underwent a midline lumbar fusion at l4-5. Sometime post-op it was reported that two screws were broken. The patient underwent a revision surgery as a result of the breakage. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.